Event description:
According to the event description: "did not infuse the solution."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). There is no record of equipment use on (B)(6) 2025; therefore, the last recorded use from (B)(6) 2025 was investigated. The user programmed the flow rate to 250ml/h and the volume to 1000ml. The infusion started at 3:06:18 pm and ended at 3:09:17 pm. The total volume infused was 12.44ml. At 3:09:20 pm, the user removed the infusion set. The equipment's battery was completely drained. It was the user who decided to stop the infusion. The equipment has a normal used appearance. An infusion was simulated using the last setting on the equipment. It started with a programmed flow rate of 250 ml/h, programmed volume of 1000 ml in 4 hours. The volume infused was 1030 ml with an error of (B)(4) in 4 hours with an error of (B)(4). The result of the test was approved (administration rate accuracy is set at (B)(4) in accordance with (B)(4)). The defect could not be confirmed. In analyzing the usage history, no evidence of a failure was identified. The functional test showed that the device is infusing correctly and accurately. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.